Manufacturer narrative:
One forcefx-8c was received. Examination of the returned product could not identify any factors that would have caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer¿s report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a surgeon¿s finger had been burned when utilizing the device. There was no patient involvement.